Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A practice manager reported an issue with a single titanium CT vtx smartport. During a placement procedure, it was noted via imaging that the catheter had split apart inside the patient. The catheter fragment was removed via snare. The procedure was completed with a different device and there was no report of patient harm as a result of this issue.

Manufacturer narrative:
Returned for evaluation was one port with approximately 6cm of catheter tubing attached to the port. The blue boot was on the catheter tubing but was not fully connected to the port housing. The remainder of the catheter tubing was returned in two pieces. The examination of the detachment site (between the 16-17 markings) shows that this is a clean cut that is perpendicular to the catheter tubing lumen. An x-ray image was provided showing the detachment with reports that the distal portion of the catheter tubing was removed via snare (likely via femoral access). The customer's complaint description is confirmed for catheter detached between the 16-17 markings, which is approximately 6cm from the port housing. Although the complaint description is confirmed, a definitive root cause cannot be determined. Based on the sample evaluation the most likely root cause of the catheter detachment was a clean cut of the tubing. When or how this cut occurred could not be definitively determined. Potential opportunity for this to occur is when catheter is secured during the tunneling process, i.e. If sutures were used to secure the catheter and then catheter tubing inadvertently was cut during suture removal when vein access site was closed. No manufacturing non-conformances were observed, and catheter dimensions were verified to meet specification. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with this item number, contains the following statements: - absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Implantation of attachable catheter: - insert catheter into sheath. Position the distal end of the catheter at the desired location. Peel away sheath while withdrawing it from vessel. Care should be taken not to withdraw catheter as sheath is removed. Catheter position should be confirmed radiographically. Secure catheter in place. - trim proximal end of catheter and advance through subcutaneous tunnel to the port pocket. Attach catheter to the port body. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).